Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery that is 75% stenosed. The lesion was pre-dilatated with a 2.0x15mm trek balloon; however, additional dilatation was needed a 3.0x12mm nc trek neo balloon dilatation catheter was advanced; however, resistance was met with anatomy. Once at lesion the balloon was inflated to 8 atmospheres and then again at 14 atmospheres, but the balloon ruptured. A non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.